Event description:
It was reported that noise was observed during fast ventricular tachycardia (fvt) episodes on the implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was further reported that the device was removed due to having reached the elective replacement indicator (eri) level. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).